Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable flooding, an air leak from stress boot on the main unit side. Based on the results of the investigation, it is likely that the following led to the malfunction: the malfunction was assumed to have been caused by liquid entering the cable from the damaged (having a hole) part of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 5.5.2 drying of the camera head (warning) the outer surface of the camera head should be thoroughly dried before sterilization or storage. In particular, the following areas should be carefully done. Not only may the device malfunction, but also bacteria may multiply and lead to infection. - camera head section - electrical contacts and optical connections of video connectors olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Event description:
The customer reported to olympus that air leakage from the boot of main body side was observed from this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.